Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2020 at 9:15 am, the result from the meter was 5.8 inr. At 10:15 am, the result from the laboratory was 3.3 inr. On (B)(6) 2020 at 10:00am, the result from the laboratory was 3.9 inr. At 10:57 am, the result from the meter was 5.1 inr. The customer has a therapeutic range of 2.8-3.2 inr.